Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was stuck on initialization screen when it was booted up. Functional testing was performed and no defects were found. A performance and pairing test were unable to be performed due to the reinitializing. The receiver was charged and would not boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The reported event of loss of connection was confirmed during log review. A root cause could not be determined.